Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the an unkown bd blood collection tubes samples have hemolyzed. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tube samples have hemolysis."